Event description:
Customer reported that their pump occasionally failed to charge properly, leading to concerns due to previous issues that necessitated a replacement. There was no adverse impact to the customer's blood glucose level. Customer declined a follow-up from technical support, and further details could not be obtained.